Event description:
Additional information received that the device continued to exhibit low out of range shock lead impedance measurement. The field representative reported that the patient has a low shock impedance measurement around once a month. The physician continued to monitor the patient to determine if defibrillation threshold (dft) test is indicated. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited low out of range shock impedance measurements. It was reported the patient has a neuromodulation unit implanted. Due to the low shock impedance measurements occurring around the same time every month, it was suspected the low shock impedance measurements may be caused by electromagnetic interference (emi). The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.